Manufacturer narrative:
Patient information was received.

Manufacturer narrative:
Patient information was unavailable from the site. No parts have been returned to the manufacturer for evaluation.

Event description:
Medtronic received information regarding an imaging device being used for a spinal fusion procedure. It was reported that the green line on the navigation system 'setup equipment' screen turned orange during surgery. Afterward the imaging system's scan could no longer be transferred to the navigation system until the image acquisition system (ias), mobile view station (mvs) and navigation system were rebooted. There was no patient impact reported and a delay to surgery of less than one hour.

Manufacturer narrative:
A manufacturer representative went to the site to test the navigation system. The system performed as intended. No hardware parts were replaced at the time of the system checkout. Medtronic received information that the issue was solved after customer replaced network cable from imaging system to the navigation system. If information is provided in the future, a supplemental report will be issued.